Event description:
Customer reported the plastic on her battery had chipped off a week ago. She also stated the seal inside the reservoir compartment was loose. The customer reported that the o ring falls out and the customer has to repeatedly put it back in. The customer stated this issue was most likely from the plastic chipping off. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube and a loose and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Patient was revised to address metal reaction and dark stained synovium.